Event description:
Event description guidant received information that during the attempts to gain access to the venous system in order to begin the implant of this implantable cardioverter defibrillator (ICD), the left subclavian vein was perforated and the patient developed hemoptysis which spontaneously resolved.